Manufacturer narrative:
(B)(4). Medical devices: guide wire: runthrough ns, guide catheter: 6f hyperionsal15 , stent: 3.5x23 xience alpine. The nc traveler is currently not commercially available in the u.s. However, it is similar to a device sold in the us. Evaluation summary: visual and functional inspections were performed on the returned device. The reported difficulty removing the device from the guiding catheter was not confirmed. The reported difficulty removing the balloon from the stent could not be replicated in a testing environment as it was based on operational circumstances. It should be noted that the coronary dilatation catheters, nc trek rx, global, instruction for use, states: with 4.5 mm and 5.0 mm balloon dilatation catheters, some increased resistance may be noted upon insertion or withdrawal into or out of the guiding catheter. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a mildly tortuous, mildly calcified, 90% stenosed lesion in the mid right coronary artery (rca). A 3.5x23 xience alpine stent was deployed at 18 atmospheres (atm). Intravascular ultrasound (ivus) was performed and the proximal part of the alpine stent was confirmed not to be apposed to the vessel wall, as the size of the stent was chosen based on the diameter of the distal part of the lesion. The 5.0x08 nc traveler balloon dilatation catheter (bdc) was advanced to the lesion without resistance. The balloon was inflated to 8 atm and then deflated without issue with the balloon noted to be properly deflated. However, the nc traveler balloon met resistance during removal from the deployed xience alpine stent and also when the balloon was being pulled into and through the 6fr guiding catheter. Although the traveler nc balloon catheter met resistance, it was removed by itself. Post-procedural ivus was performed and the xience alpine stent was confirmed to be apposed to the vessel wall and no damage was noted to the stent. Thus, the procedure was completed without performing further post-dilatation. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.